Manufacturer narrative:
Only, the fractured hub of cat7 was returned for evaluation. If the device is manipulated at an angle, during use, damage such as a fracture may occur. Based on the reported event, the cat7 could not be positioned well, during the procedure. And the cat7 was used to complete a couple of passes, before the reported fracture at the hub. Penumbra products are visually inspected, during in-process inspection. And during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal, any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal trunk using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing) and a non-penumbra sheath. It was noted that the angle of the cat7 wasn''t ideal because of the position of the c arm of the x-ray. During the procedure, the cat7 was advanced in the contra lateral femoral artery and moved through the popliteal artery to the target vessel. The physician then performed couple of passes using the cat7; however, it was unsuccessful. While attempting to perform another pass, the lightning bolt aspiration tubing started to make double clicking sound. Subsequently, the physician noticed the cat7 to be broken at the hub. The physician then completely detached the hub from the cat7 and removed the cat7 from the patient. The physician decided to complete the procedure with open embolectomy. It was reported the physician performed fasciotomy the next day. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.